Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
It was later reported that the patient experienced abdominal pain. The patient continues to have a stoma site infection. On (B)(6) 2026, the patient was started on a second course of the same oral antibiotic, flucloxacillin three times a day for ten days. The device remains implanted.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, the patient experienced cramping, soreness on movement, and "spiked temperature". The patient was treated with unknown intravenous antibiotic and unknown analgesic medications. The patient remained hospitalized and discharged on (B)(6) 2025. Follow up completed on (B)(6) 2025, the patient reports redness at the stoma site. The patient was diagnosed with a stoma site infection and treated with oral antibiotic, flucloxacillin.